Event description:
It was reported that the infusion device shut off without first providing an error or alert message on (B)(6) 2024. On (B)(6) 2024 the infusion device starts vibrating, was performing the self-test by itself and turned on, but the alarm sounds were no longer functioning. On this day the decribed issue occurred twice.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.